Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 l-cem; cat# 5510-f-301; lot# aj47m. Triathlon symmetric x3 patella; cat# 5550-g-298; lot# 638k. Triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# s34vd. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# 10245. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information will be requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient called regarding continuous pain since left knee surgery in 2015. Did make previous inquiry as to what material implants made of. Has seen 3 surgeons of which the last x-rays taken earlier this year 2017 of which the x-rays look fine but still no answer as to why still in pain. Patient mentioned arthritis of the joint per surgeon. Has had physical therapy, no relief. Using a walker for last 2 years and quality of life is diminishing. Can not do another surgery but is trying other options.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. It remains implanted. Medical records received and evaluation: this patient has pain symptoms with gait disorder of her left triathlon cr/cs knee arthroplasty ever since time of implantation in 2015. The x-rays of the triathlon knee arthroplasty look very adequate and there is indeed no suspicion or evidence about any pathology in the knee arthroplasty. The cemented fixation looks adequate with no deterioration over time, the patella tracks well over the femur while all stability markers such as joint line, posterior tibial slope and posterior condylar offset all appear to be in range and consequently fixation failure, instability or patello-femoral dysfunction do not appear to play a role. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: based on the medical review provided: this patient has pain symptoms with gait disorder of her left triathlon cr/cs knee arthroplasty ever since time of implantation in 2015. The x-rays of the triathlon knee arthroplasty look very adequate and there is indeed no suspicion or evidence about any pathology in the knee arthroplasty. The cemented fixation looks adequate with no deterioration over time, the patella tracks well over the femur while all stability markers such as joint line, posterior tibial slope and posterior condylar offset all appear to be in range and consequently fixation failure, instability or patello-femoral dysfunction do not appear to play a role. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called regarding continuous pain since left knee surgery in 2015. Did make previous inquiry as to what material implants made of. Has seen 3 surgeons of which the last x-rays taken earlier this year 2017 of which the x-rays look fine but still no answer as to why still in pain. Patient mentioned arthritis of the joint per surgeon. Has had physical therapy, no relief. Using a walker for last 2 years and quality of life is diminishing. Can not do another surgery but is trying other options.